Event description:
I was implanted with a medical device implant called essure on (B)(6)2014. This medical device implant is now manufactured by bayer, formally by conceptus inc. I was not given my lot numbers. This device has a three year shelf life, however, I do not have that expiration date. The onset of my complaint started (B)(6)2014. This is a list of my side effects and symptoms that I have experienced due to essure. Itching, metal taste in my mouth, swollen head, neck, back n shoulders, leading to swelling of the gland in the throat making it hard to breathe, dizzy, confusion, vomiting, migraines. I have been seen by doctors at (B)(6) hospital. I have been diagnosed with the following conditions anaphylactic reaction to nickle/ essure. The device is still inside of me. (B)(4).